Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead appeared to have retracted in position on x-ray, despite good lead measurements. The rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Event description:
It was reported that this right ventricular lead appeared to have retracted in position on x-ray, despite good lead measurements. The rv lead was explanted and replaced. No additional adverse patient effects were reported.